Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) and the first shock was successful, however, the subsequent shocks were not. After all shocks were exhausted, it was noted vf undersensing may have resulted. The patient subsequently passed away the same day.